Event description:
Related manufacturer reference number: 2017865-2021-32392; related manufacturer reference number: 2017865-2021-32394; related manufacturer reference number: 2017865-2021-32395. It was reported that the patient presented with a pocket infection. The entire system was explanted. The patient was in stable condition post-procedure.